Manufacturer narrative:
This incident is being re-evaluated in february 2024 as part of newly implemented procedures. As there was a malfunction to the vdr/monitron ii device that may lead to uncertainty of ventilation and as a result, may interrupt the ventilation support, this MDR is being filed. At the time of the event, the monitron device was manufactured by a third-party manufacturer. The device was sent to the manufacturer and it was concluded to be an issue with the processor software version, version 1.7, and electronic chip combination. The device was reverted back to the previous processor software revision, version 1.6, as well as the electronic chip was changed to an approved alternative chip. This combination corrected the screen freeze issue. As this was a systemic issue, a fsca was reported to FDA retrospectively in october 2023 under 1000524541-10/02/2023-001-c. No additional information has been received for this specific incident. If any additional information is received, a follow up MDR will be filed.

Event description:
Per complaint received by the customer, while in use on a patient in conjunction with a ventilator, the monitron display was freezing consistently. The customer stated to reset the device by turning it off and then back on. However, the device still resulted in a screen freeze. The monitron and ventilator was swapped for another device and the issue was stated to be resolved. No patient injury or harm was reported.